Event description:
It was reported that during a labrum arthroscopy procedure using a speedstitch suturing device, the device was preventing the sutures from feeding properly. The device was reloading with a different suture cartridge, but the result was the same. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Complaint eval: it was alleged the speedstitch suturing device did not feed the suture wire properly during treatment of an arthroscopic labrum procedure. The visual eval of the returned device found no discrepancies that could have contributed to the customer's experience. Because the subject suture cartridge/needle were no returned, the functional test was completed with an in house accessories and no operation flaws were found confirming the device functioned as a designed. Because the user's complaint was not duplicated, a definitive root cause cannot be determined. The most probable root cause for the device not feeding properly would likely be one that is user-induced. Factors unrelated to the design of the device that could lead to this type of incident are: incorrect pushrod alignment, inadequate needle travel, excessive deflection of the jaw, suture cartridge was not engaged properly, inner barrel does not deploy, barrel is loose or the cartridge was damaged during loading. By adhering to the info for use (IFU), these conditions can be avoided. The IFU also states "always actuate the speedstitch suturing device without a suture cartridge prior to clinical use. This will ensure that the tissue jaw lever, ratchet release button, and needle driver lever are functioning properly." The findings of this investigation indicate that there is no direct relationship of the device and the complaint cannot be verified. This product was not identified to require any containment or corrective actions, as there were no manufacturing or design issues identified. A 12 month review the device history record found no similar complaints for the speedstitch not feeding the wire properly.